Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The user facility¿s biomedical technician reported that a fresenius combiset bloodline allowed blood into the transducer of a fresenius 2008k hemodialysis (hd) machine during a patient¿s treatment. The biomed stated that the nurse likely connected the transducer incorrectly. The patient was re-setup on a different machine, and then the hd treatment was continued and successfully completed. The patient¿s estimated blood loss (ebl) was noted as being unknown. No patient adverse effects were experienced and no medical intervention was required as a result of this event. Following this event, the machine was removed from service so that the internal transducer could be replaced. Following the repair, the machine experienced a venous pressure problem. A fresenius regional equipment specialist (res) performed an on-site evaluation of the unit. The res calibrated the venous pressure to resolve the issue. Additionally, the res reseated the actuator sensor and function board, and replaced the actuator cable at the request of the biomed. Functional testing performed by the res confirmed the system was operating properly. The unit has been returned to service at the user facility without a recurrence of the event as reported. The bloodline device was not available to be returned to the manufacturer for evaluation as it was discarded by the user facility.

Manufacturer narrative:
The reported complaint is not confirmed as the complaint device was not available for manufacturer evaluation, and the lot number of the suspect device was not provided. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A lot history review was performed of the bloodline products from the reported catalog number (03-2622-3) shipped to the dialysis center for the three (3) month time frame which immediately preceded the event occurrence date. No information was found and no lots were identified during this review, which sought to identify the lot numbers for all bloodline tubing sets shipped to this account within the selected time frame. As the lot number was not identified by the user facility and since no lot information was identified during the ship history, a manufacturing review was not able to be performed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.